Event description:
A nurse reported that during vitreoretinal surgery, the system displayed a message that could not be cleared, causing a surgical delay greater than 15 minutes. There was no medical intervention reported and there was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the laser module. The company rep tightened a loose cable. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. There was no sample returned for eval an no add'l info provide related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).